Event description:
It was reported that cartridge did not fully snap into pump, and caller later noticed cartridge o-ring stuck on pneumatic tap but initially assumed it was part of pump. There was no reported impact to the customer¿s blood glucose level. Customer reused prior cartridge, resumed insulin therapy, planned to remove o-ring when changing next cartridge, received safety and labeling guidance from technical support, and no replacement or further action was required as case was closed.